Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ultrabag (2.5%) therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced peritonitis. Cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. Treatment rendered was not reported. On an unknown date the patient recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis. The date of onset of this peritonitis episode is unknown.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12b07098 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 1 of 5 involved in this peritonitis event.